Event description:
The pt received the scs system on (B)(6) 2009. It was reported that the pt has had two falls in the past month. Pt first fell on the ipg site and later fell on her back. These incidents did not change the stimulation pattern and coverage. Pt reports pain over the ipg site and new pain on her lower back. Sjm representative ran a thorough diagnostic test which showed normal impedances. The pt is being treated with pain patches at the ipg site. The physician has ordered a CT scan of entire spine and has referred the pt to be evaluated by a neurologist for balance issues. No further info is available at this time.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.